Manufacturer narrative:
One used device was returned for evaluation. Visual inspection using 5x and 40x magnification found that the cannula bent and fractured approximately 1mm from the base. The detached cannula piece was not returned for investigation. No abnormalities were found with the cannula's wall thickness, and no signs of damage were found on the site crown. There were no discrepancies observed other than the missing cannula length. The root cause of the breakage could not be definitely determined through inspection of the device. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use with the listed device, upon removal, user noticed that 1/8th of the tubing was left in his arm. Medical attention was sought and antibiotic therapy prescribed to treat a minor infection. No permanent adverse health outcome resulted from this event.